Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it was surgery day for me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("that much bleeding is very bad"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: did not have images. Concerning the injuries reported in this case, the following one were reported via social media: adverse event and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all source document information related to reporters, events, source document and reference section from deleted case: (B)(4) was added to this case. Event adverse event was updated to event that much bleeding is very bad. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.